Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#:(B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving dilaudid (20 mg/cc) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient had increased pain. It was noted the patient's catheter was unable to be aspirated during a catheter dye study. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient was being referred to the surgeon for catheter revision. The issue was not resolved.